Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the steel 6 mm contact/detach infusion set connector during a supply change, resulting in temporary disconnection from the ilet and an elevated blood glucose of 182 mg/dl for approximately 30 minutes until assistance was provided and the change was completed. Symptoms included no reported clinical symptoms. Outcomes included user inconvenience and transient hyperglycemia that was corrected after reconnection, with the ilet providing a high glucose alert, and no medical intervention or hospitalization required. Investigation included troubleshooting and education provided by support, with successful resolution upon reconnection and completion of the supply change. Investigation of this case revealed user difficulty with connector attachment and no device malfunction once properly connected. It was concluded, based on previously established findings for similar reports, that the cause was user technique.